Manufacturer narrative:
As alleged, on (B)(6) 2025 the patient underwent umbilical hernia procedure during which the previously implanted ventralex st mesh small circle (4.3 cm) was removed and replaced with a larger size ventralex st mesh (8 cm). Post implantation the patient has experienced muscle pain, fatigue and difficulty walking, dressing and washing. Based on the information provided, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient's postoperative complications. The adverse reaction section of the instructions-for-use, supplied with the device identifies pain as a possible complication. Review of manufacturing records confirms the product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. This MDR represents the ventralex st large circle (8 cm). An additional MDR was submitted to represent the ventralex st small circle (4.3 cm). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per ansm user report (in summary) (B)(4): date of occurrence: (B)(6) 2025. Description of the incident: "on (B)(6) 2025, I underwent my first operation for an umbilical hernia (ventralex st 4.3cm). Three days after the operation, I began to experience joint pain in my hips, pelvis, groin, shoulders, elbows and neck. I made several visits to the clinic's emergency department, where it was discovered that the mesh had migrated, causing a hernia. I underwent another operation on (B)(6) 2025, but the pain returned and was much more intense. Despite my visits to the clinic's emergency department, the surgeon did not try to find out what was wrong. After five months, I was hospitalized in rheumatology for five days and was diagnosed with pseudo rheumatoid arthritis. I began treatment with corticosteroids, but as the dosage was reduced, the treatment became ineffective and the pain returned. I had a pet scan on (B)(6). I was diagnosed with ankylosing spondylitis. However, the new treatment had no effect. I was returned to the previous diagnosis of ppr with possible muscle damage, such as myositis. An MRI scan of the muscles is scheduled for 19 february. I am currently on tocilizumab 162 mg/0.9 ml (arthritis medication) and there have been no changes." Date of procedure: (B)(6) 2025. Patient was admitted to the outpatient department on (B)(6) 2025 for umbilical hernia. Patient operated on (B)(6) 2025 for an umbilical hernia repair using ventralex (st) 4.3cm, straightforward recovery. This is a patient with chronic cough, who has been experiencing increasingly severe umbilical pain since the beginning of (B)(6), initially when coughing, then continuously. She consulted the emergency department for this pain and underwent a CT scan, which revealed an incipient umbilical hernia. Due to the intense pain, it was agreed that she would undergo further surgery for exploration and hernia repair. Surgery on (B)(6): umbilical hernia repair, direct approach, ventralex (st) 8 cm, removal of old plate (ventralex (st) 4.3cm). The immediate post-operative period was uneventful, with a return to a normal diet that was well tolerated, in accordance with the enhanced recovery after surgery protocol. Given the favorable outcome, she was allowed to return home the same day. Occurrence of an adverse event during the stay: no. Current patient status: chronic fatigue, joint and muscle pain, and pain around the navel. Psychological fatigue. Days are difficult and nights are extremely short. I have great difficulty walking, getting dressed and washing myself. I had to initiate a procedure to terminate my employment contract by mutual agreement, because all these problems prevent me from doing my job as a home help. I don't know what my personal and professional future will hold. Actions taken in the healthcare facility to treat the patient: (B)(6)". This report represents ventralex st large circle (8 cm) implant date (B)(6) 2025.